Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 600 mg/dl. The customer reported that they got recurring no delivery alarm. The product was not returned for analysis.